Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by pressing resume on the insulin pump and contacted customer support for further assistance due to frequent occlusion problems.